Manufacturer narrative:
Report inconclusive. Evaluation could not be performed because the device has been returned but still has pending evaluation results. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an operation, the hand piece began to heat quite quickly and intensely. At the end of the procedure, the team found that the patient has a small burn type lesion at the edge of the surgical opening. The hand piece was used the next day and presented no problem. The patient was alive with injury.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tool cannot be inserted during pre-repair tests, making it not operational to conduct heat test. It was noted that the distal and tube bearings were broken and detached, both flanged and non flanged bearings were corroded, and the color ring and laser markings were faded. This finding may have contributed to the user's experience. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is alive with injury and that no additional treatment was needed post - surgery. The patient is now healing.